Event description:
A report was received that alleged a pt received 1st degree burns on pt's arms and neck that resolved with no reported intervention. A thermacare full body pacu quilt (B)(4) from gaymar industries was covering the pt's body during the procedure. The unit was in use at 44 degrees celsius for 2 hours. The unit did not give an alarm. The burns were noticed after the procedure was completed and the thermacare full body pacu quilt was removed. The thermacare from gaymar industries is a competitive product and not for use with this manufacturers device.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.